Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21244. It was reported the patient is experiencing auto-reduction. Diagnostics revealed high impedances on the scs leads. It was reported the patient has dementia and it is uncertain if she is receiving effective stimulation. Follow-up identified the patient is only receiving abdomen stimulation. Surgical intervention will take place at a later date to address the issue.